Event description:
Facility medwatch report. It was reported that during a percutaneous coronary intervention, balloon deflation difficulties occurred. The 70% stenosed lesion was located in the mildly calcified and mildly tortuous right coronary artery. The vessel diameter was 3.50mm. The physician attempted to pre-dilate the lesion using the maverick 2 monorail 15mm x 3.0mm balloon catheter. The balloon was inflated once to 8 atms. The physician attempted to deflate the balloon, however, the balloon only deflated 50%. The physician had to "pull hard" to remove the balloon from inside the pt. It was noted that the pt "went from sinus rhythm to asystole" for approx 30-45 seconds. Once the physician removed the maverick and unspecified guide wire, the pt returned to sinus rhythm. The pt stabilized and an unspecified balloon was used to successfully complete the procedure. No pt complications were noted and the pt condition post-procedure was reported as "fine". The pt was discharged two days post-procedure.